Event description:
It was reported that during atrial fibrillation (afib) procedure, the paitent developed a pericarcial effusion. No intervention was performed and the patient was observed overnight in the ccu. Multiple attempts were done to request for further details. However no additional information has been provided.

Manufacturer narrative:
The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Bwi products being used during the procedure were: carto 3 system: ser# (B)(4), stockert generator: ser# (B)(4), cool flow pump: ser# (B)(4), deca catheter: cat# d135304, lot# 15765174ma. Lasso catheter: cat# d134301, lot# 16084952l. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that the patient developed a pericardial effusion during and afib procedure. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.